Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 400mg/dl. Troubleshooting for no delivery was performed. The customer was advised to disconnect at the quick release portion of the infusion set and to perform a fixed prime, which resulted with the insulin exiting. The customer was able to remove set and test site portion and the customer was advised to avoid sharp bends in tubing and pressure on site. It was explained that there may be possible site related issue or site/set occlusion and the customer was advised to change the entire infusion set system. Troubleshooting for high blood glucose was performed for a high blood glucose incident of 260mg/dl the day prior to the call. The customer's blood glucose level was 390mg/dl at the time of the call and stated that they treated with a syringe. The customer was also assisted for a reported low blood glucose of 66mg/dl that was treated with juice. Both troubleshooting found no issues with the insulin pump. The customer stated that the insulin pump was worn during a magnetic resonance imaging procedure but insulin pump passed a displacement test during the low blood glucose troubleshooting. The product will not be returned for analysis.